Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26471. Follow up information identified the patient underwent surgical intervention to remove the percutaneous leads and implant a tripole 16 lead which resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-201526471. It was reported the patient is no longer receiving effective stimulation from her epidural system following her ipg revision. In addition, the percutaneous leads have migrated and the patient is not receiving effective stimulation in her low back and hip. Surgical intervention may be pending to address this issue.